Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, 99% stenosed mid left anterior descending artery. After placement of the guide wire across the lesion the 1.5x12 mm mini trek balloon was advanced to the lesion but with some difficulty. The balloon was pressurized slowly one time up to 10 atmospheres when the balloon ruptured. A new balloon catheter was used to complete the case succfessfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion,wizzard1; guide cath: taigajl4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.